Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The company representative assessed the system and changed the parameters of the system. The system functioned as intended. Though the company representative performed the calibrations, there are many potential factors could contribute to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete capsulorhexis and fragmentation during laser assisted cataract surgery, which led to a capsular tear and corneal edema on a patients right eye. The capsulorhexis process was not completed and the integrity of the front capsule was broken in two points. The planned trifocal intraocular lens (iol) was exchanged with a monofocal iol prior to implant. The patient presented postoperative corneal edema which has resolved. Additional information has been requested.